Manufacturer narrative:
The correct complaint related needle (lot a1598) was returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. The needle's electrical properties were found within specification and successfully passed system testing. Upon disassembly of the needle, damage was found to the wire insulation on the heater wire. The exact root cause for the damaged insulation heater wire is under investigation.

Event description:
This is a follow up #1 to report that the correct complaint related needle was returned for investigation and investigation results. As reported in the initial: it was reported that during the first thaw cycle for a renal case, after a few second of thawing an error message was displayed for the needle in port 1a, which was when slight twitching of the patient was noticed. The needle connection was switched to port 4a and the error message displayed again, so thaw was done passively. The other two needles continued to thaw on I-thaw. The patient seemed to be twitching slightly during both freeze cycles as well. The doctor was notified, but didn't think it was an issue so continued the freeze. After the 2nd/last freeze, they actively thawed the needles, with the exception of the one on port 4a. They switched the needle back to port 1a and did not get an error. The case was completed with track ablation of all 3 needles with no further errors or twitching.

Manufacturer narrative:
The needle lot number was not reported and remains unknown; therefore a lot DHR review could not be performed. The needle that was returned was determined to not be the complaint related needle as it was found new, sealed in both sterile pouches and never has been used. It was reported that the complaint related needle was not returned. No conclusion can be made as no investigation was able to be performed. Muscles spasm is a known potential risk to the procedure and is listed in the risk documents and the IFU. This case was completed successfully with no injury to the patient.

Event description:
It was reported that during the first thaw cycle for a renal case, after a few second of thawing an error message was displayed for the needle in port 1a, which was when slight twitching of the patient was noticed. The needle connection was switched to port 4a and the error message displayed again, so thaw was done passively. The other two needles continued to thaw on I-thaw. The patient seemed to be twitching slightly during both freeze cycles as well. The doctor was notified, but didn't think it was an issue so continued the freeze. After the 2nd/last freeze, they actively thawed the needles, with the exception of the one on port 4a. They switched the needle back to port 1a and did not get an error. The case was completed with track ablation of all 3 needles with no further errors or twitching.